Event description:
On (B)(6): customer reports that during a cysto-urology procedure for stone removal, the system fluoro failed. Physician completed the procedure using endoscopy. Customer did not provide the patient gender and age, but reports the procedure was completed without further incident. No reported injury.

Manufacturer narrative:
Field service engineer (fse) troubleshot and replaced the failed generator console and checked unit for proper operation per service checklist. Fse verified proper operation and returned to system to customer for full service.